Event description:
It was reported to philips that the customer was unable to perform exposures due to low disk space. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the reported problem was found during the preparation process for a cerebrovascular surgery and the patient was transferred to another device to complete the surgery. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to perform exposures. Upon troubleshooting, fse checked the disk space and found the disk only has a few images, but it reports the disk was full. To resolve this issue, fse performed a recreation of the image disk and a consistency test. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.